Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor shut-off while being used on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
Our investigation of the reported complaint has been completed. The compressor was investigated by our fse (field service engineer). The investigation revealed traces of dust, and evidence of corrosion inside the fuse holder. The fuse holder is a part of the mains inlet. The fuses were blown and stuck inside. A defective mains fuse holder could be established. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet. After the mains inlet and fuses were replaced, the unit passed all functional and safety tests. The unit was cleared and returned for clinical use. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4). Uf/importer report #: (B)(4).